Event description:
The user facility reported that after completing a left leg peripheral intervention, the doctor requested the involved 8 french angio-seal to close the right groin access site. The tech made numerous attempts to load the arteriotomy locator and sheath combined over a wholey wire. The wire kept getting stuck in the back end of the arteriotomy locator. Therefore, they tried to use another angio-seal device. The second angio-seal device, which was a different lot number had the similar issue tracking over the back end of the wholey device wire. The tech was able to eventually advance it through and the groin was closed without any issue. The patient condition was stable. The procedure outcome was a success. The patient was not injured, medical or surgical intervention was not required. The event occurred post-treatment. Additional information was received on 07 april 2023: a pre-deployment angiogram was performed. The second angio-seal was used successfully. The issue was with the backend of the wire.

Manufacturer narrative:
A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section d9 and to provide the completed investigation results. In the initial report section d9 was inadvertently filled in, the actual device for this reported event was not returned is not available. Snice the actual device was not returned; an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The DHR device history record (DHR) review was unable to be performed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).